Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer reused or refilled the cartridge. Tandem technical support educated the customer on proper load techniques. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer; however, no response was received, and no additional information was able to be obtained.

Manufacturer narrative:
Per tandem user guide: "do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.